Event description:
A customer in another country reported a single incident with the vitek 2 compact system where the second test card in a cassette containing 6 cards was rejected by the system. The customer set up a new card for the sample. When the cassette was completed the customer noticed that results were given for the original rejected test card instead of the new test card. The customer then retested 5 of the 6 samples again in a new cassette. When comparing the results from the first cassette to the second cassette with repeated samples, the customer noticed that the results for 5 of the 6 tests were shifted by one sample. One sample had results determined from the next sample and so on for four samples. The card results were not associated with the correct sample number. The lab did not report any incorrect results since they noticed the error and repeated the tests.